Event description:
Customer reported via phone call that she hospitalized with diabetic ketoacidosis on (B)(6)2015 and was currently in the hospital. The customer stated she experienced high blood glucose in the 400 mg/dl and vomiting the night prior. Blood glucose value at the time of admission is unknown. Customer stated that the infusion set was kinked. She was assisted with disconnecting and suspending the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.